Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a company representative regarding a patient receiving lioresal (2000 mcg/ml at 582.6 mcg/day) via an implanted pump. The patient¿s medical history included being bed bound. The indication for pump use was intractable spasticity. On (B)(6) 2018 it was reported that ¿weeks ago¿ the patient¿s pump began eroding through the pocket. Shortly, the hcp was going to be replacing the pump and relocating the new pump due to the pump eroding through the skin as the skin had ruptured. No infection was confirmed and there was no active infection. No further complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received on 27-sep-2018 from a healthcare professional (hcp) who reported that the pump erosion was first noticed on (B)(6) 2018. The pump was explanted on (B)(6) 2018. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received on 10-oct-2018 from a healthcare professional (hcp) who reported that by the time they saw the patient, it was too late to salvage the pump. Per the hcp, this was not a pump problem. The pump was explanted and discarded by the or (operating room) staff. Additional information was received on 17-oct-2018 from saol therapeutics who reported that the patient¿s medical history included cerebral palsy; an accidental hanging at age 14 that results in an anoxic brain injury; and a hospital admission on (B)(6) -2018 with an admitting diagnosis of pneumonia (discharge date unknown). The patient¿s concomitant medications included acetylcysteine, glycopyrrolate, mupirocin, sulfamethoxazole-trimethoprim, ipratropium bromide, methylphenidate, banzel (rufinamide), amoxicillin-potassium clavulanate, clotrimazole-betamethasone, lamotrigine, amlodipine, furosemide, clonidine, nystatin, amitriptyline, budesonide, levetiracetam, preformist (formoterol fumarate), nacl (sodium chloride), and levalbuterol. The brand of baclofen at the time of the event was gablofen. Oral baclofen and tizanidine were prescribed as a result of the pump eroding through the patient¿s skin. No further complications were reported/anticipated.